Manufacturer narrative:
Event date is approximate: (B)(6) 2016 h6: neither the product nor applicable imaging films were returned to manufacturer for evaluation.

Event description:
It was reported that patient underwent cervical and thoracic posterior spinal fusion at occipital-th5. Post-op, it was found that occipital screws backed out and the plate rose up. Revision is scheduled on (B)(6) 2016 for re-fixation by moving the plate toward cranial. The surgeon considered that the screw back-out was possibly due to repeatedly drilling and tapping. Patient complications were unknown.